Manufacturer narrative:
Investigation conclusion: the investigation of the returned coil system found the implant to be damaged, deformed, and separated from the pusher with the monofilament exposed. The pusher was not returned for evaluation. The exposed monofilament showed a mushroom profile shape at the tip, indicating the implant was successfully detached from thermal activation using a detachment controller. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant damage, but the damage is consistent with the device experiencing forces that exceeded its yield strength. A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Manufacturer narrative:
The device was reported available for return but has not yet been received. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted.

Event description:
It was reported that during embolization of a splenic artery aneurysm, while advancing the coil into the microcatheter, the operator observed detachment of the coil at its distal end. The coil detached before the detacher was even connected. The was removed from the patient and procedure completed successfully using other coils. The patient was stable.

Manufacturer narrative:
Additional information was received indicating the correct date of event (b3) was september 23, 2025 and the correct date of awareness (g4) was september 29, 2025. The case was completed with a new coil of the same model. D11 (concomitant device). The device was reported available for return but has not yet been received. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted.